Manufacturer narrative:
(B)(4). The date of the event could not be obtained from the customer. The information and samples provided by the customer were forwarded to the greiner affiliate, where we purchase the product from. As soon as the investigation is completed, we will file a supplemental report.

Event description:
Customer states tubes leak pretty bad and sometimes the lid pops off in transport through tube system. Customer advises that of the tubes in her rack right now, about 1/3 of them show signs of leakage. Customer confirmed that after collection, the cap is securely fastened to the point they hear an audible click. The pneumatic tube system is nexus and the speed during transport is 30-35 mph. Customer has provided photos from specimens. They have not taken any photos previously so they don't have a picture of one that the lid came all of the way off. Customer provided photo of blood pooled inside of the cap, blood visible on the label [of the tube] and on the outside of the top of the tube, blood crusted all the way around the lid and blood visible on the label and outside of tube, and the most concerning splatter on the face shield and all over the tube and tech's glove after recapping a specimen that had leaked.

Manufacturer narrative:
Received 1rk 450547/a20074mg for evaluation. Received customer pictures. We have no further complaints on the material/batch. We forwarded the complaint, customer samples and pictures to our affiliated headquarters from which we receive this product. A review of production documentation revealed no deviations in association with the reported issues. Customer returned samples were analyzed. Results showed dimensions of the caps were within tolerance range. Samples from warehouse inventory were also inspected and no deviations were found. According to their investigation and comments, deviations could not be duplicated. Corrected data: h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h10 manufacturer narrative.